Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during routine testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.